Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. No device malfunction was reported or observed. A review of device labeling concluded that the operator manual advises frequent cleaning of the treatment tip during use. A lumenis healthcare professional evaluated the reported event details and patients' photographs concluding the probable root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to device labeling.

Event description:
It was reported that 5 patients sustained small superficial burns to the chin, lips and legs following hair removal treatment with a lumenis lightsheer duet laser. It was further reported that the patients were expected to heal with no permanent impairment and no medical intervention required to preclude permanent impairment.